Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the cabinet was down. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event

Manufacturer narrative:
D4: UDI not available: a review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was down. The technical support specialist determined that the power had turned on using the all-in-one power switch. The system functioned as intended after the technical support specialist troubleshot the device.